Event description:
The patient reported that they are having their implantable neurostimulator (ins) moved to a different place in their back on (B)(6) 2016. The patient mentioned that they have a lot of pain at their ins site when they get up or move a certain way. They noted that they have to pull hard to get up. The patient stated that their doctor said the ins site could get an air pocket or that the ins could be interrupting with a nerve. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.